Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. Consequently, the customer experienced an elevated blood glucose (bg) value with ketoacidosis that led the customer to the hospital. Customer was treated with a manual injection and with a temporary insulin pump while at the hospital. No additional information on length of stay or condition of the patient was provided. The pump was replaced to address the issue.